Event description:
It is reported that the device was implanted in 2009 and that the patient was revised two months later, due to a loose insert. The revision surgery showed no impingement, no bone structures that could be problematic. A new articular surface with the same dimensions was implanted.

Manufacturer narrative:
Evaluation summary: only the poly component is returned, not the femur and the tibial baseplate. The returned poly was checked for manufacturing history and it conforms to specifications. The device exhibits extensive damage on the posterior edge surface where it seats against the tibial baseplate. This indicates, and the returned x-rays confirm that there was edge loading acting on the posterior locking edges of the poly. This could be due to implantation of the femoral component a little too medial (as seen on x-ray) on the medial condyle. This could result in the condylar femoral surface not articulating on the appropriate area of the poly articular surface. The stress and load distribution would have been uneven as a result of this potentially leading to loosening of the poly. No other conclusions can be drawn from the available information. Return of the femur and tibial components could have resulted in a more accurate analysis. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.